Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Customer¿s blood glucose was 195 mg/dl. The customer declined further troubleshooting from tandem technical support regarding the reported issue. The customer reported the pump was working fine.